Event description:
When using a pen needle to inject insulin, the tip of the needle stayed inside pt. Went to the md, who tried to remove it in the office without success. Consumer was sent to the e.r. Where a surgeon was called in to removed the needle tip.